Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that while the patient was sleeping, the slang to the infusion set gets out and the site of leakage was around the body. Therefore, patient's infusion set's tubing came apart. The site location was patient's legs. Moreover, patient received an alarm with high blood glucose level. The infusion had been used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.